Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. Device met specification relative to iipv's in the logs. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume(iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during cycle 4. The programmed volume was 1000 ml and drain volume was 3037 ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported. This is report 1 of 2.